Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error. The e-5 error occurred after the blood sample is applied to the test strip. Caretaker is calling on behalf of customer. Customer was using correct testing technique. At the time of the call the customer was feeling ill and caretaker stated customer's speech was slurred. Medical attention was not needed at the time of the call.